Event description:
It was reported that post procedure the patient experienced recurrent ischemic symptoms lasting 10 minutes or more and cardiac enzymes were performed as well as a repeat angiography. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of ischemia, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it's own brand labeling of abbott vasculars drug eluting stent in the u.s.